Manufacturer narrative:
(B)(4): the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There is no patient injury reported and the case was completed with the same pi without further complications. It was reported that one (1) procedure was lost.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 04/14/2016 . According to the visual inspection performed using microscope magnification, loose particles and debris were observed on the returned product that could be related to handling of the unit in an uncontrolled environment. The unit was observed in good condition. No manufacturing defects were detected. The results of the product testing (functional testing and dimensional testing) performed and were according to the specifications. The reported issue was not confirmed. A manufacturing process record review for the patient interface (pi) intralase procedure pack was performed; no non-conformance reports/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A review of the manufacturing controls show the instructions require 100% visual inspection of the gripper for damage and deformation and improperly seated gripper / seal rings before vacuum testing. The gripper is inspected for the locking clip to be in the correct/open position. The locking clip should not touch and should not be higher (angle) than the adjacent leg. The instructions also require 100% vacuum testing in order to prove the suction. A product complaint history review was performed. No deficiency was identified. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.